Event description:
Pt reports she is in process of starting new treatment and is having issues with the pump, because the syringe begins to shoot out as soon as she starts the pump, and is not sure if she may have done something wrong. Pt switched out needle set and changed administration sites, but still wouldn't work. Pt tried to manually complete infusion but was only able to give herself about 5 gm of 16 gm dose. No additional information or details available. No adverse events reported. Unknown if available for return. Pharmacy is replacing the device. Device serial number: (B)(6).